Event description:
It was reported that the right ventricular (rv) lead had oversensing and the impedance was different in the last sixty days. It was also noted that there were recorded errors on the rv channel. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data was collect from the device and analyzed. Analysis revealed that the lead integrity alert had triggered as there was one patient alert for lead failure predictor on (B)(6) 2012 03:00:08. The data also showed that there was oversensing. There were fifteen ventricular nst (non-sustained tachycardia) less than or equal to 190 ms between (B)(6) 2012 19:51:07 and (B)(6) 2012 05:24:16. There were two vf (ventricular fibrillation less than or equal to 200 ms average v-cycle on (B)(6) 2010 09:08:23 and (B)(6) 2010 18:32:14.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).